Event description:
During evaluation of a returned spectrum pump, the device would not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During testing of the device it was found not to recognize an open door due to a stuck upper hook switch. The upper auxiliary will be replaced to correct this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.